Event description:
It was reported that the right ventricular (rv) lead dislodged which resulted in a perforation and high lead thresholds. The patient had a pericardial effusion, chest pain and dyspnea. A lead revision is planned. No further patient complications have been reported as a result of this event.